Manufacturer narrative:
The event that was initially submitted on report MFR - 0001038806 - 2018 - 00563 on (B)(6) 2018 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur. The form, fit or function of the device is not impacted and therefore, this is no longer considered to be a reportable event and no further submission will be needed for this device malfunction as a death and or serious injury was not reportedly associated with this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the doctor completed the implant procedure and proceeded to place the implant stickers into the patient's chart when he discovered that the stickers showed: tsvb10, lot 63773888 but the box and the vial showed tsvm4b10, lot 63781164. The doctor decided to leave the implant in place since it had fit the osteotomy nicelyand had good stability.